Manufacturer narrative:
Device will not be returned for eval. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Same pt event as MDR# 9610622-2011-00537.

Event description:
During t2 ph surgery, when the screw was inserted in distal screw hole of the nail, two screws were not able to be inserted in the cortical bone of the other side. Although the surgeon tried several times, he was not able to insert a screw in the cortical bone of the other side. Therefore, the surgeon removed drill sleeve, reamed bone screw hole, and inserted screw. Because the tip of t2 screw was not sharp, the surgeon thought that it was difficult to insert the screw.